Manufacturer narrative:
(B)(4). This complaint is for a report of an overprime - leak out of patient line. The complaint was not confirmed due to a lack of sample. No root cause was determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
During follow up for a report of a damaged cassette the home patient (hp) also stated they had trouble priming their lines. The hp was unsure of the exact date and stated it occurred sometime in the last week. The hp stated that during the priming process liquid came spewing out of the patient line. The hp was not connected. The hp had an appointment with their doctor the day after this occurrence and made their registered nurse (rn) aware of this event. The hp did not perform therapy that day and chose to do manuals. The hp did not have the lot number or any samples for the supplies they used that night. There was patient involvement, but no injury or medical intervention was reported.